Event description:
Pt experiencing progressive radiculomyelopathy and difficulty swallowing. X-ray revealed hardware complication with the left superior vertebral body screw extruded completely from the plate and migrated interiorly in the prevertebral tissues, causing effacement of the esophageal lumen. Surgery done.